Event description:
On (B)(6) 2017, the manufacturer was notified that a carbomedics mechanical valve r5-021 was explanted after 14.9 years on (B)(6) 2017. The valve was implanted on (B)(6) 2002.

Manufacturer narrative:
A complete manufacturing and material records review for the device was performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. USA sales confirmed that the surgeon would not be providing anymore information and the device was not available for analysis. As such, no further investigation can be performed at this time.